Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas generated occlusion and consecutive motor stall alerts during repeated restarts, with unsuccessful supply changes until a new, filled cartridge and connector were used, after which insulin delivery resumed. Symptoms included hyperglycemia, with glucose readings over 300 mg/dl, while the user reported no physical symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user, including photos of the cartridge and guided troubleshooting. Investigation of this case revealed a mechanical problem consistent with stalled motor events and occlusion behavior, and the issue resolved after replacement of disposable components associated with insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.